Manufacturer narrative:
A ge representative evaluated the system and replaced the computer board. System operates as intended.

Event description:
Customer reported the system has intermittent faults in the computer board. No patient injury was reported.